Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the mildly tortuous left anterior descending (lad) artery. A 3.50x38mm promus element stent was advanced and deployed in the ostial to mid lad. After deployment, the physician found that the stent was elongated in the ostium where the stent expanded approximately 3mm to the left main artery. Post dilatation was done using a 4x15 maverick balloon catheter in attempt to correct the issue. The procedure was completed. No further patient complications noted and the patient's status is stable.